Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured december 17, 2015 ¿ december 18, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection found white drug residue on the blue winged cap but no sign of a leak. A leak test was performed with no leak noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.